Event description:
It was reported that the customer's insulin pump was exposed to water and that the customer received a motor error alarm. The customer stated that he went swimming for at least 30 minutes and that his insulin pump was wet. The customer was able to dry out the insulin pump but then received the motor error alarm. The customer's blood glucose was 120 mg/dl. Troubleshooting was done. The customer was unable to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, broken belt clip slot, cracked reservoir tube lip and moisture damage to the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.